Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a blurry image. The issue occurred during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed with a similar device. There was no patient harm.